Event description:
Litigation complaint received ad 2 may 2022. Pfs and medical records received. Pfs alleges pain and suffering. After review of medical records, it was reported that patient complaints of pain and elevated metal ions, then was revised for failed metal on metal tha. Operative notes reported that there was a pseudocapsule encountered consistent with patient metal on metal reaction. There was yellowing-brownish fluid that were removed. There was a pseudotumor filled with yellow spongy material that was evacuated. A great deal of time was spent removing the scar tissue to improved our exposure as well as removing the scar tissue to improve exposure. There was a layer of black material inferior to the taper consistent with corrosive material. Doi: (B)(6) 2008; dor: (B)(6) 2020 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.